Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the aorta in a 48-year-old male patient with a past medical history of coronary artery disease (cad), presenting in post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support post-operatively cardiothoracic (CT) surgery: coronary artery bypass graft (CABG). While the patient was in the intensive care unit (ICU), the urine was noted to be pink/red. Platelets were 72 and lactate dehydrogenase (ldh) was elevated at 1,835. The patient was also on venous-arterial extracorporeal membrane oxygenation (va ECMO) and a furosemide drip. Albumin was administered. The medical team felt that the hemolysis was more likely to be related to the ECMO vs the impella. An echocardiogram confirmed the impella to be in good position. The patient was diuresed and on p-3 with no suction alarms. The ldh continued to climb and urine cleared slightly, but still red at times. The next day, the impella was repositioned with echo guidance (pulled back about 2cm). The ldh was still >3300 and the urine was slightly lighter, but still tea colored. The post-procedure outcome is unknown. The impella functioned at p-3 at 1.9l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.

Manufacturer narrative:
H6. Medical device problem code, malposition of device a150202, removed as echo showed good positioning.

Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the issue was not established as no product or logs were returned for analysis and limited clinical information was provided.